Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. It was initially documented that an air in purge alarm appeared on the automated impella controller (aic) during patient support. The staff swapped out the purge cassette to resolve the issue. However, coinciding with the replacement, a new purge bag had to be ordered from the pharmacy resulting in a thirty to forty five minute period where no purge fluid was running through the system or to the pump. Once the purge bag arrived and the purge lines were set-up, high purge pressure and purge system blocked alarms appeared on the aic. Troubleshooting steps were discussed, but the staff ultimately declined use of tissue plasminogen activator due to the patient's existing disseminated intravascular coagulation condition. The pump then stopped unexpectedly and was explanted. There was no patient harm as a result of the failure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation into high purge pressure and pump stop has been completed. The impella was returned cut at catheter and at the cannula. Blood was present within the purge gap and in the purge line. Data logs were reviewed and the logs showed purge pressure and purge flow dropped to 0 for approximately an hour during a bag change with immediate increase to high purge pressure after bag change was completed. Additionally, motor current began trending up when purge values were at 0 before alarm high motor current pump stop occurred. As the high purge pressure was a result of no purge running in the pump for an extended period of time leading cascading events of blood ingress through the purge gap and into the motor causing the pump stop, the failure mode of "high purge pressure" was removed and investigated under "pump stop". The root cause of the pump stop was a use related issue as the long bag change caused blood ingress and high purge pressure leading to a pump stop. The following have been reported incorrectly on manufacturer device report 1220648-2024-21719.